Event description:
During routine testing at installation of unit, co service representative noted output was low to specification. There was no patient involvement. Investigation/conclusion: the vaporizer was forwarded to co's vaporizer service center. The unit was tested, and output was found to be low to specification. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for thermostat rebuild have previously been reviewed. Additionally, work instructions were previously amended to include additional steps to help prevent thermostat cover gasket interference. This is the first MDR involving a serviced vaporizer wherein the cause was a misplaced thermostat cover gasket since the work instructions were revised approximately 15 months ago.